Event description:
Conversion of a bipolar hip to a total hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an uhr head. An evaluation of the device cannot be performed as the device was discarded in the or and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.